Manufacturer narrative:
Insulin pump monitored in 50 celcius oven for 3 days and no blank display noted. Operating currents were normal when received. No damage found on the c13/lcd isolation tape noted. Broken battery cap, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube noted.

Event description:
Customer reported a blank display and a crack near the esc button. Customer declined any troubleshooting. Customer's current blood glucose reading is 83 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.